Event description:
Per the clinic, the patient experienced an extrusion of receiver/stimulator (specific date not reported). Explant and reimplantation is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to skin breakdown leading to extrusion of implant.